Event description:
The user facility reported that a portion of the guidewire coating became displaced exposing the core wire during a procedure. Follow-up communication confirmed: the guidewire was being used in conjunction with a 5fr uf catheter when the coating separated during insertion; the guidewire was able to be completely removed; a second glidewire advantage was then used, but the coating began to separate in a similar manner during insertion into a trailblazer .035 catheter; the second guidewire was able to be completely removed, also; an alternate guidewire was used to complete the procedure; and there was no impact on the patient.

Manufacturer narrative:
Results - is based on evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample conclusion - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample the two involved devices were returned and evaluated by qa at the manufacturing facility. Examination of the first device confirmed: the urethane coating had been peeled away from the core wire starting approximately 250-mm from the distal end; the coating was found to have been rolled in the distal direction exposing approximately 80-mm of core wire; and inspection and measurement confirmed that none of the urethane coating had become completely detached. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. Examination of the second device confirmed: the urethane coating had been peeled away from the core wire starting approximately 250-mm from the distal end; the coating was found to have been rolled in the distal direction exposing approximately 70-mm of core wire; and inspection and measurement confirmed that none of the urethane coating had become completely detached. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record for the reported lot number indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, the event description and appearance of the returned sample are most consistent with damage to the guidewire coating due to manipulation against resistance during use. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).